Event description:
It was reported that md was trying to use flow 50 in the knee. Initially struggled to get the wand through his portal. Wand eventually was introduced into the joint. However, both myself and md noticed the electrode screen was missing from the wand when he tried to coblate. Another flow 50 was opened, introduced into the joint, and worked with no problems. Before the case was complete, it was my suggestion to call for a c-arm to take an x-ray of the knee to determine whether the electrode screen was in the joint. Upon the x-ray, we were able to see that the electrode screen was still in the joint. After multiple retrieval attempts, the md decided that the piece was irretrievable in its location within the joint.

Manufacturer narrative:
The device, intended to be used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification shows the electrodes have been detached with jagged edges on the remaining electrode legs. There are no manufacturing abnormalities visually observed with the returned wand. The complaint has been visually verified and the root cause was more than likely associated with the device potentially coming into contact with a metal object such as a cannula/portal. Other potential factors which could have contributed to tip detachment includes: mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.